Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later. A surgical procedure was performed, during which a crack in the connecting tube of the cuff. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observation of device not working properly and a crack in the connecting tube could not be confirmed.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later. A surgical procedure was performed, during which a crack in the connecting tube of the cuff. All components were removed and replaced. There were no patient complications.